Manufacturer narrative:
Throughout the data analysis, a systematic issue was not observed and a product problem was not found. The most likely cause for the discrepancy observed is due to differences in testing platforms, the off-label collection, and one low titer sample that may produce wavering results. According to the data provided and reviewed, the instrument appears to be working well. There are no curve abnormalities, no baseline level changes, no volume discrepancies, and no instrument flags. Review of the pcr curves for the alleged runs shows no abnormalities typically associated with an erroneous result and true amplification is observed in both positive results, although the sars-cov-2 target on run 53 is near the limit of detection (lod) for this assay. Note that samples near or below the lod of the test may generate wavering results on repeat testing. In addition, different assays use different algorithms and may also target different regions of the viral dna. As such, results with one assay may not be reproducible with a different assay. It is possible that a low level of laboratory contamination could cause a low viral load in the sample.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from germany alleged discrepant results for two patient samples using the cobas® sars-cov-2 assay for use on the cobas® liat® system. The alleged samples initially generated sars-cov-2 positive results. The samples were retested with another platform (ag-schnelltest testsealabs lot tl1l02) as negative. The samples were sent out to an external laboratory where a negative result was generated with a pcr-based test (details unknown). It is unknown if the same sample was used for the retesting. Both positive and negative results were reported for patient 1 and the negative result was reported for patient 2. No harm is alleged. Per FDA¿s eua guidance, 2 mdrs will be filed.